Event description:
In 2005, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. The diameter of the pt's aneurysmal sac increased from 5.5 cm to 7 cm without any indication of an endoleak. In 2007, the previously implanted devices were re-lined with two gore excluder aaa endoprosthesis contralateral leg components. It was reported that the pt tolerated the procedure.